Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving lioresal (2000mcg/ml at 300mcg/day) via an implantable pump. The indications for use was unknown. It was reported that during a scheduled pump replacement procedure, the healthcare provider (hcp) discovered that the catheter had become detached from the collet on the spine segment portion at some point between the original placement and the procedure. The hcp removed the pump segment of the existing catheter, replaced the pump, and added a new catheter with the tip positioned at t7. The issue was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The catheter was returned and analysis identified a deformation in shape of the catheter body. Analysis identified that the catheter was not fully seated onto the connector and the collet was locked in place. Concomitant medical products product ID: 8780, serial# (B)(6) implanted: (B)(6) 2021, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.